Manufacturer narrative:
(B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted during a laser ureterolithotomy procedure on (B)(6), 2015 without any issues. According to the complainant, on (B)(6), 2015, the patient went to accident and emergency (a&e) due to intense pain, and was asking for the stent to be removed. The patient was given an unknown treatment for the pain, and the stent was removed by cystoscopy in a&e. According to the physician's assessment, the pain was caused by the stent. Reportedly, after the stent was removed, "the patient immediately got better". The patient's condition after the procedure was reported to be stable, and the patient was discharged few hours later that same day.